Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Anxiety/product/procedure: unable to observe. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV and exchange from textured to smooth implants due to the patients concern with the product. The device has been explanted.